Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reporting regarding the assistance with the programming of the pump. Customer's blood glucose was 402 mg/dl at the time of the call. Customer declined troubleshooting for high blood glucose. Nothing will be returned for analysis. Frn-model unknown ¿ reservoir. Uno medical infusion set.